Event description:
A boston scientific representative called in, and reported that a lead dislodgement has occurred with this lead. This was discovered earlier today during a follow-up check. The lead revision was scheduled to occur later today. The lead is not expected to be returned.